Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic aortic valve, a dissection and stenosis of the right common femoral artery due to prostar percutaneous closing system occurred during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).